Manufacturer narrative:
Details patient symptom prior to the revision procedure was not provided. Possible adverse effects with use of the interbody system as listed in the instruction for use, potentially associated with this complaint is: failure to relieve back pain or increase back pain. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on the available information, cause for implant removal may potentially be associated with the broken pedicle, the misplacement of the pedicle screw, and/or placement of a static 12mm interbody device with luna. Neither the product nor applicable procedural images were available for evaluation. Therefore, a conclusive cause of the event could not be determined.

Event description:
Patient had successful surgery and no patient complications were reported. The position of the luna immediately after initial implantation was slightly off to one side (because he placed a static 12mm interbody device side-by-side with luna) but well over midline and absolutely acceptable. Patient became symptomatic approximately 30 days post-op. Follow up images revealed a misplaced pedicle screw which led to a broken pedicle and the luna implant appeared to have shifted toward the canal. Luna implant was removed during the revision procedure and the pedicle screw was re-directed. There was no additional information provided.